Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that this was not a system booting please wait error. System initializing error was the issue. Stand a lone board resistor blew. Replaced stand alone board. Did a medtronic check out test. All test passed. B01, c02, d02 codes are applicable. H3, h6: the pcba genrtr isol was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Visual inspections shown components r19, r20, r21 and c13 were electrically over stressed. B01, c02, d02 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: s1719euq rev. R. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that the ias(imaging acquisition system) was stuck in initialization. This was a second occurrence of the system experiencing system booting please wait error issue. Troubleshooting: manufacturing representative performed the following: turned ias(imaging acquisition system) and mvs(mobile viewing station) off. Rebooted both mvs(mobile viewing station) and ias(imaging acquisition system).turned off both systems and unplugged umbilical cord. Unplugged mvs(mobile viewing station) from wall. Turned ias(imaging acquisition system) on without being connect to mvs(mobile viewing station).plugged ias(imaging acquisition system) into mvs(mobile viewing station) while powered on. Issue persisted after each step of troubleshooting. No patient present. Additional information stating that another case was system booting error and this was a stuck in initialization error and they were not related. This was not a second occurrence.